Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, it was reported that the patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the arm. The patient experienced paranoia and confusion, the cgm was reading 4.8 mmol/l and the blood glucose reading was 2.8 mmol/l. A patient´s relative called and ambulance but there is no documentation about the medical intervention provided nor the treatment administered to the patient. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.